Event description:
A malfunction was reported when the pump became hot to touch. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by initiating a return process for the pump and the charging supplies, providing a replacement with updated software. The customer was advised to use multiple daily injections as a backup therapy and instructed on how to handle the return and setup of the new pump.